Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the t:lock connection. In addition, air bubbles were observed in the infusion set tubing. Customer's blood glucose was 330 mg/dl. Reportedly, the customer primed the tubing to address the issue, changed supplies, and reconnected at the t:lock.